Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate and hence cut as intended. A sharpness test was conducted, and the returned blade failed the test.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the blade stopped rotating. Another like device was used to complete the procedure with no adverse patient consequences.